Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the product returned for evaluation was one 4fr s/l groshong nxt clearvue catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample and the extension tubing markings were completely worn. The sample terminated between the 42 cm and 43 cm depth markings. A hole was observed in the catheter tubing between the 43 cm depth marking and the distal end of the sample. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to patent to infusion; however, a leak was observed emanating from the site of the aforementioned hole. Microscopic inspection of the break surface in the catheter around the hole revealed regions exhibiting regular striations and a glossy veneer. The regular striations were consistent with contact with a sharp metal instrument. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reas1645 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by nurse that the patient was an outpatient who was accepting breast cancer post-operative chemotherapy and the catheter was placed on (B)(6) 2016. It was found that the catheter was damaged at one centimeter away from the access site and the flush liquid extravasated when the patient came to the outpatient service for catheter maintenance. Part of catheter inside the body was pulled out and cut off along the damaged backend, and reconnected the extension tube.